Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to an implantable cardioverter defibrillator (ICD) implant attempt resulting in right ventricular (rv) lead perforation causing cardiac tamponade. During implant, the patient¿s blood pressure was noted to fall and become hypotensive. The echo team and subsequent code team were called when tamponade was confirmed. The rv lead had placement difficulty due to the patient¿s anatomy. The lead had unstable thresholds after it was placed. The right atrial (ra) lead was first placed and venous access appeared atypical. The lead was placed and dislodged twice when the rv lead placement was attempted. The ra lead had placement difficulties due to the patient¿s anatomy.